Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with redness, and inflammation, at the needle puncture site. On, (B)(6) 2025, the patient had a video call with a doctor and was diagnosed with cellulitis. The skin reaction was treated with a prescription of an unspecified oral antibiotic. After taking the antibiotics, the patient recovered. No photo was provided. There was no documentation of medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).